Manufacturer narrative:
Product ID: 387845, lot#: b0485478k, implanted: (B)(6) 2009, explanted: (B)(6) 2012 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the date of the event was (B)(6) 2012 and that the patient had not experienced any symptoms associated with the event. The lead breakage and open circuit was discovered during an impedance check and a surgical revision to replace the lead was performed on (B)(6) 2012 as a result. The cause of the lead breakage was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 387845, lot# b0485478k, implanted:( B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 387845, serial/lot #: b0485478k, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient experienced a lead breakage issue. The hcp could not understand this situation and how to explain about the reason of this issue to patient and caregiver. A revision was performed. There was no specific issue, or no traffic accident that contributed to the event. No further complications were reported or anticipated.